Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (356 mg/dl). A bolus via the pump and an insulin injection were used to address the bg level. The customer also had adjusted the basal rate in an attempt to correct the bg level. The customer thought the pump was a suspected cause of the high bg. During troubleshooting with tandem technical support, an air bubble was noted in the luer lock. The customer stated that the cartridge had been filled with humalog insulin and had been in use for 7 days. Cts discussed the 48 hour humalog labeling with the customer. The customer acknowledged the information.